Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received 1 opened reliavac evacuator with the y-connector tubing still attached. No visual defects were seen on the sample. The sample for this complaint was first sent to (B)(4) because the balloon was not inflating. (B)(4) tested it and the balloon inflated correctly. The sample was then returned to nogales and was tested according to the instructions found on the evacuator and the balloon inflated correctly on the evacuator; however, the evacuator was not able to suction the 400cc and only suctioned 100 cc. The qa engineer disassembled the evacuator to check the valves on the green bulb and to inspect the balloon. No discrepancies were found. The sample was sent to (B)(4) to test the y connector. The product was received at juarez inside a non-original closed sterilization pouch labeled with complaint number (B)(4) and identified as sterilized; no product information was returned. The y-connector was assessed which had no manufacturing defect. However, several discolored spots were seen along the tubing, which are signs of usage. Furthermore, the y - connector was evaluated by occluding his end port and introducing methylene blue through the tubing; no leaks were observed on any portion of the connector tubing. Also, the y - connector was tested with the 400cc evacuator, being submerged in water; where it was observed that the port b sealing area had an air leak. The complaint seemed to be unrelated to the y connector h/t sub-assembly, but instead related to the port b sealing area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "10. Attaching to auxiliary suction: insert suction adapter into outlet port. Attach wall suction tubing to suction adapter. During auxiliary suction, balloon will inflate and exudates will flow over balloon surface. To discontinue auxiliary suction, remove suction adapter and close outlet port. Note: do not use with wall suction in excess of 210mm hg. To establish suction: open outlet port. Pump bulb until balloon fills container. Close outlet port. Note: hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac® evacuator reactivation by a built-in anti-reflux valve in the inlet port. To empty container: open outlet port.. Invert unit. Pump bulb to empty quickly. To re-establish suction: repeat step ¿11¿ above. Note: reflux of fluid to the patient is minimized during reactivation by a built-in anti-reflux valve on inlet port. To read fluid volume: open outlet port. Allow balloon to deflate. Read volume. Important: check for fluid entering reliavac® evacuator. Lack of flow may indicate the following: all exudates have been removed. Wound drain is clogged and may require irrigation & aspiration (consult physician). Auxiliary wall suction pressure is above 210 mm hg. Deflated balloon: check all connections for air leak and drain perforations for exposure above the skin and follow step ¿11¿ above. If still deflated, replace the evacuator. When not using auxiliary suction during surgical wound closure, several activations of the reliavac® evacuator may be required to establish suction because of the following: air entering partially closed wound. An operative air pocket. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product."

Event description:
It was reported that the balloon within the container of the device (reliavac) could not be inflated. The user discontinued use of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon within the container of the device (reliavac) could not be inflated. The user discontinued use of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon within the container of the device (reliavac) could not be inflated. The user discontinued use of the device.